Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted were pxt231414/04958159, pxc141200/05109404, pxt231412/04279554.

Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was advanced and deployed without incident. Intra-operative imaging showed the contralateral leg to be inside of the trunk-ipsilateral leg component. Additional imaging was taken to re-confirm proper placement and the device was deployed. The final angiogram visualized that the limb was not in the gate of the trunk. The left hypogastric artery was then embolized. The patient was converted to an aorto uni-iliac and a femorofemoral bypass was performed. The patient was reported to be doing well.